Manufacturer narrative:
This report is submitted on december 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient was hospitalized on (B)(6) 2018 and subsequently the patient underwent revision surgery on (B)(6) 2018 to repair a small hole in the dura mater. The patient was discharged on (B)(6) 2018.